Manufacturer narrative:
Electrode belt sn (B)(4) and monitor sn (B)(4) were returned to the manufacturer and the evaluation is underway. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment or patient's passing. Manufacture dates: monitor: 9/28/2016, electrode belt: 12/30/2015.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2020 while wearing the lifevest. The patient's father was with the patient at the time of passing. Review of the patient's download data revealed that prior to passing, the patient was treated by the lifevest. At 6:00:37 pm, an arrhythmia was detected by the lifevest. The patient's rhythm at the time was non-sustained ventricular tachycardia (nsvt). The response buttons were pressed from 6:00:45 to 6:01:11 pm. At 6:02:00 pm, the lifevest delivered a treatment. The patient's rhythm at the time of the treatment was bradycardia at 30 bpm with motion artifact, and the post-shock rhythm was bradycardia at 30 bpm with motion artifact. Nsvt and motion artifact contributed to the false detection. A non-treatable rhythm was declared at 6:02:15 pm. At 6:33:04 pm, the patient was appropriately treated by the lifevest. The patient's rhythm at the time of the treatment was ventricular tachycardia (vt) at 240 bpm with motion artifact and low amplitude cardiac signal, and the post-shock rhythm was vt at 230 bpm with motion artifact low amplitude oversensing and ECG interference. A non-treatable rhythm was declared by the lifevest at 6:33:46 pm. The patient was taken to the ER where a doctor attempted to resuscitate the patient, however the patient passed away at 6:39 pm on (B)(6) 2020.